Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced exertional tiredness. The atrial lead exhibited noise, increased impedance and undersensing. The patient would be monitored.